Event description:
This is a report for an event that occurred in the right eye of a pt. Refer to medwatch 9681121-2012-00037 for a description of the event that occurred in the left eye. A report of a corneal ulcer associated with lens wear was reported from a pt. A pair of trial lenses was provided by the eye care professional and worn for six weeks. A burning sensation was experienced, watering of the eye occurred; and the lens was difficult to remove. Once the lens was removed, the burning intensified. The following day on (B)(6) 2012, medical attention was sought and a corneal ulcer was diagnosed. Vigamox was prescribed four times a day and lens wear was temporarily discontinued. The issue resolved and lens wear resumed on (B)(6) 2012. Additional information, received on (B)(4) 2012 from the eye care professional, indicates the ulcer was located centrally and was one to two millimeters in size. The anterior chamber was quiet and trace staining was observed. A change in visual acuity did not occur and the cornea was clear of any scarring. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Review of the device history record and sterilization record has been reviewed and found to be in compliance. There were no nonconformances or deviations during the manufacturing process which related to the nature of the complaint. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Internal control (B)(4).